Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the right atrial (ra) lead, the lead dislodged. There was no capture and no capture. The pocket was reopened, the lead was revised and remains in use. No patient complications have been reported as a result of this event.